Event description:
Pt was diagnosed with an unk autoimmune disorder following the placement of the implants. There was a concern that the implants were the possible source of the autoimmune disorder. Implants removed. FDA safety report ID# (B)(4).